Event description:
The pt is a (B)(6) female with spastic quadriparetic cerebral palsy. In 2007, a medtronic intrathecal pump was implanted in the pt's spine for continuous slow dosing of baclofen. Since the implant, the pt has routinely returned to the clinic approx once a month for baclofen refills. Over the course of the five years that the pt has had the pump there has been no unusual events or circumstances. On (B)(6) 2012, the pt was attending her routine appointment for baclofen refill. The first step to refill the pump is to insert a syringe and withdraw any residual baclofen that remains in the pump. Upon completing this step the staff rn withdrew approx 22 cc's of fluid into the syringe. This amount of fluid is unusual as normally 5 cc's or less will remain in the pump. The staff rn then proceeded to refill the pump with 20 cc's of baclofen with another syringe. Following the refill the staff rn reported to the physician the discrepancy in the amount of fluid withdrawn from the pump before the refill was completed. The physician decided to keep the pt for monitoring. Aprpox 2 hours later the pt became unresponsive.